Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. Upon receipt the monitor failed incoming functional testing. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective monitor. The last pt to use this belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) failed incoming functional testing. The last pt to use this monitor did not report any deficiencies.